Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink blood set leaked. The set leaked from ¿cracked tubing¿. The event occurred during infusion; however, there was no patient injury or medical intervention associated with this event. No additional information is available.